Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported problem. The main pcba was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. The investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation during therapy. Patient was removed from the device and placed on a different device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation during therapy. There was no patient injury reported as a result of this incident.